Event description:
It was reported that the patient had dizziness. During follow-up, loss of capture was observed on the device and right ventricular lead. During revision, the rv lead was explanted and replaced with a new rv lead. When connected to the device, the new rv lead also showed loss of capture. The device was explanted and replaced to resolve the event. No malfunction was alleged against the first rv lead. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of loss of pacing and failure to capture were not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, including capture test under nominal settings indicated normal device functionality. A review of the device history record (DHR) was performed to ensure that each manufacturing and inspection operation was performed. The device passed all quality control tests prior to its distribution. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity.